Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4), description: st linear lead 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not able to get any stimulation on the left side due to high impedances. The patient underwent a lead replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.